Manufacturer narrative:
Verbiage directly from maude report received: "md indicated he would use "new laser" - spectranetics laser system was used to extract." To clarify, the laser system being referred to in this case is the laser catheter and not the laser system itself. No further details are available regarding this case. It is unknown what physician performed the procedure and what facility this event occurred at. Without this information, we cannot perform a deeper investigation into the missing details of this case.

Event description:
A maude event report (voluntary report no: (B)(4)) was received by us on (B)(6) 2014 regarding an event that had occurred. A lead extraction procedure was done involving a "spectranetics laser system." It is unclear whether a glidelight or sls was used in this particular case. The incident, as reported to us, was that a 10 year old medtronic 5076 rv lead was extracted. Post-op, the patient was advised that there were no complications but a tear had occured and had been cauterized during the procedure. The patient sought out a second opinion by another physician and a tee indicated injury to the tricuspid leaflets and severe tricuspid regurgitation. The patient subsequently underwent open heart surgery to correct the injury (pericardial patch was applied to the torn leaflets and a tear between the septal and posterior leaflets was repaired). It is highly suspect that the lead itself caused the injury to the tricuspid valve as it was being removed. The traction platform being used to extract the lead is likely the contributory device in this event, however, it is not known with the information provided to us in the report how the lead was prepped for extraction. It is also unclear whether the spectranetics device used in this case was a glidelight or an sls. Because our device was utilized during a procedure that resulted in an injury, we are reporting this event.